Manufacturer narrative:
Crossbar release.

Event description:
It was reported by service report that the crossbar release bar on the breakaway head section was bent and will not lock. It is unknown if there was pt involvement or if there are adverse consequences to report.